Manufacturer narrative:
Medwatch field d4 expiration date, d4 catalog no, and primary UDI number were updated. Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified, and a general reagent issue could be excluded. Per product labeling, all initially reactive or borderline samples should be redetermined in duplicate using the elecsys hbsag ii assay.

Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas e411 rack analyzer. The customer tested four donor serum samples on elisa (tulip kit), which were anti-hcv reactive. The customer then repeated the four donor samples on the cobas e411. All were hbsag reactive but anti-hcv non-reactive. The donor samples were checked for the hbv dna confirmatory test on cobas 5800; all gave target not detected results. Refer to the attachment to the medwatch for specific patient data. This medwatch is for the elecsys hbsag ii assay. Refer to the medwatch with a1-patient identifier (B)(6) for the elecsys anti-hcv ii assay.